Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2014-20443. It was reported the patient's scs leads have migrated (x-rays confirmed) and also patient experienced over-stimulation through her scs system. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.